Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 24, 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began on (B)(6) 2016 at 10:30am when she obtained a reading of 309mg/dl using the subject device compared to a result of 590mg/dl using a hospital meter, both measurements within 30 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using an insulin pump, and she reportedly increased her dose of medication (actual dose unknown) in response to the reported issue. The patient claimed experiencing symptoms of throwing up and feeling sick to the stomach approximately 1 hour after the alleged issue began, and reportedly visited the emergency room (ER) on (B)(6) 2016 where her blood glucose was measured using a hospital meter with a reading of 590mg/dl (time not specified). The patient stated that she was hospitalized and received hcp treatment of 1.8 units of insulin per hour in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing, an approved sample site was being used and the patient¿s testing procedure was correct. The test strips were not expired. The csr was unable to walk the patient through a control solution test. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, took action based on the alleged elevated result, and reportedly received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.